Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported a complaint regarding inaccurate sensor readings. Upon review of the sensor data in dms, it was determined that the system was still stabilizing following insertion and was showing improved agreement between sensor glucose (sg) and blood glucose (bg) values. The user was advised to continue using the system and to enter calibrations as prompted. As of february 24, 2025, dms data confirmed that the user was actively using the system with up-to-date information. Therefore, no further action was required.

Event description:
On 20 feb 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.